Manufacturer narrative:
Other devices listed in this report: cat. No.: 5521-b-600, tri ts baseplate size 6, lot code: hfwb; cat. No.: 5550-l-391, triathlon sym patella s39x11, lot code: lcu742; cat. No.: 5531-p-609,triathlon cs ins size 6 9mm, lot code: lcu780. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
All provided information was reviewed by a clinical consultant who indicated additional information is required for evaluation. The event was not confirmed. All devices accepted into final stock conformed to specification. Complaint history review indicates there have been no previous reported events for this lot ID. The exact cause of the event could not be determined due to the limited information provided. Additional clinical history, operative reports and examination of explanted components would be required to provide a meaningful dictation. At this time, no evidence of any manufacturing defects have been identified.

Event description:
Revision tka was reported.

Event description:
Revision tka was reported.